Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 1032347-2016-00390.

Event description:
It is reported the screws were unable to be fixated. The surgeon was able to complete the procedure using emergency screws (larger diameter). A surgical delay in excess of 30 minutes was reported, however the exact duration is unknown.

Manufacturer narrative:
The customer did not return the actual screws used in the event; the customer returned four screws from the same lot for evaluation. The screws were visually evaluated under a digital microscope and it was seen that the threads are fully in tact and there is no damage to the head of the screws, indicating that a blade was never inserted into the screw head. The screws were functionally tested and were found to function as intended. Therefore, the complaint is not confirmed. The most likely underlying cause of this complaint cannot be determined as the screws functioned as intended. There are no indications of a manufacturing defect. The screws reported in 0001032347-2016-00390 that were also used in the event were not returned, nor were screws of the same lot returned.